Event description:
It was reported that the autoclavable camera head exhibited a purple screen and the light appeared to fade. The event occurred during a laparoscopic hernia repair procedure while the patient was under sedation with minor procedural delay. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.